Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had pump error alarm and the keypad anomaly. Customer¿s blood glucose was 86 mg/dl at the time of incident. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated using the up arrow allows them to navigate screens. Customer stated using the down arrow allows them to navigate screens. Customer stated the buttons were not responding. Customer stated that the insulin pump was exposed to moisture. Customer states battery cap was not damaged. Customer states o-ring was in place. Customer states o-ring was free of debris. Customer states the home screen did not appear on the display. Customer stated that the insulin pump got medtronic logo on a dim screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unable to confirm pump error 68 alarm due to constant critical pump error alarm.